Manufacturer narrative:
Follow up information received on 21-jul-2016 from the investigation: the patient had essure inserted for contraception. She had pains and an echo revealed a bilateral pyosalpinx. The start date of this event was (B)(6) 2010. Essure was removed on (B)(6) 2010 (by celioscopy and section of fallopian tubes) on both sides for pyosalpinx infection. The bacteriology control revealed chlamidiae infection. An intravenous antibiotherapy was instaured. The event bilateral pyosalpinx was considered by the investigator as related to the devices and serious due to hospitalization and since medical/surgical intervention was required. Patient outcome was reported as unknown (patient never come back). The chlamidiae infection was considered related to the devices and non-serious. Event onset date was unknown. Follow up 25-jul-2016: investigator confirmed that the events bilateral infection with pyosalpinx and bilateral pyosalpinx are the same event. The events infection positive for chlamidiae and chlamidiae infection are the same event. The list of similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-jul-2016 for the following meddra preferred term: gynaecological chlamydia infection. The analysis in the global safety database revealed 1 case. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study (study number: (B)(6)). She had bilateral pyosalpinx (infection positive for chlamydiae) 1.5 months after essure (fallopian tube occlusion insert) insertion. She was submitted to a laparoscopy with removal of essure device and drainage and incision of pyosalpinx. The reported event is listed according to essure's reference safety information and was considered serious due to its medical importance. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after the insertion procedure. To reduce this risk, essure insertion is contraindicated in patients with active or recent pelvic infection. In this particular case, no information was provided about patients previous or concomitant conditions (such as recent pid). However, given the positive temporal relationship between event and essure insertion; causality with the suspect insert cannot be excluded (in line with investigator's assessment). This case was regarded as incident, due to the required surgical intervention for event's treatment. According to product technical analysis, there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a solicited case report received from an investigator in (B)(6) on 23-nov-2015 which refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(4). Study description: study (B)(4) is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6). The patient's medical history included 4 children and usage of contraceptive implant. During consultation she mentioned she has menstrual pain. Prior to insertion her uterine cavity condition (endometrium) was normal and she her uterus was not retroverted. Essure was inserted on (B)(6) 2010. She was pre-medicated with non-steroid anti-inflammatory and analgesics. During the procedure, no anesthesia was used and the procedure duration was 4 minutes. The procedure was easy on both sides, bilateral placement was successful. She experienced pain during insertion of the left side. A second attempt to insert was made, this time the patient did not have pain. The insertion was easy and bilateral placement was achieved. The patient was seen one month and a half after essure insertion. She developed infection: bilateral pyosalpinx. Laparoscopy was performed on (B)(6) 2010 and confirmed diagnosis of bilateral pyosalpinx and infection positive for (B)(6). During laparoscopy, section of isthmus was performed as well as essure inserts removal and drainage and incision of pyosalpinx. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study (study number: (B)(4)). She had bilateral pyosalpinx (infection positive for chlamydiae) 1.5 months after essure (fallopian tube occlusion insert) insertion. She was submitted to a laparoscopy with removal of essure device and drainage and incision of pyosalpinx. The reported event is listed according to essure's reference safety information and was considered serious due to its medical importance. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after the insertion procedure. To reduce this risk, essure insertion is contraindicated in patients with active or recent pelvic infection. In this particular case, no information was provided about patient's previous or concomitant conditions (such as recent pid). However, given the positive temporal relationship between event and essure insertion; causality with the suspect insert cannot be excluded. This case was regarded as incident, due to the required surgical intervention for event's treatment. A product technical analysis is being sought.

Manufacturer narrative:
Product technical complaint (ptc) investigation and final assessment were received on 21-jan-2016. The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-jan-2016 for the following meddra preferred term: gynaecological chlamydia infection. The analysis in the global safety database revealed only (B)(4) case. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study ((B)(4)). She had bilateral pyosalpinx (infection positive for chlamydiae) 1.5 months after essure (fallopian tube occlusion insert) insertion. She was submitted to a laparoscopy with removal of essure device and drainage and incision of pyosalpinx. The reported event is listed according to essure's reference safety information and was considered serious due to its medical importance. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after the insertion procedure. To reduce this risk, essure insertion is contraindicated in patients with active or recent pelvic infection. In this particular case, no information was provided about patients previous or concomitant conditions (such as recent pid). However, given the positive temporal relationship between event and essure insertion; causality with the suspect insert cannot be excluded. This case was regarded as incident, due to the required surgical intervention for event's treatment. According to product technical analysis, there is no reason to suspect a causal relationship between the reported medical events and a quality defect.